Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer issue; hard drive found out of electrical specification.

Event description:
It was reported the programmer always displays medtronic logo, cannot boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).